Event description:
Caller reported a malfunction in the tandem pump, specifically malfunction 199. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was able to continue using the pump. The caller was advised to contact technical support again if the malfunction reoccurs.